Event description:
A report was received that a pt was explanted due to a suspected infection at the pocket site. The physician relocated the pocket site and replaced the ipg. The pt was doing well after the procedure.